Manufacturer narrative:
Failure analysis for fiber 0010-2400-538a-1435: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 37,979 joules, 7:17 minutes while using the surgical fiber during a prostate procedure, the fiber tip aperture was observed to be glossed over and would no longer fire. The fiber tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.